Event description:
During an in-clinic follow-up, there was a failure to interrogate using inductive telemetry was observed on the device. Premature battery depletion was suspected. No intervention has been performed but a revision procedure is anticipated. The patient is stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.